Manufacturer narrative:
Device passed the self test and displacement test. No unexpected software low level failures or the motor arm cannot communicate with the main arm alarms during testing however, the formatted the motor arm cannot communicate with the main arm alarms due to a software error.hardware low level failures alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error alarm. Customer¿s blood glucose level was 150 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer did received request to rewind insulin pump. Customer is able to complete pump rewind customer stated that they performed self-test and during the self test hardware low level failure error occurred. Customer troubleshooting was performed. The insulin pump will be returned for analysis.